Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had noticed that the electrode part was missing after the needle housing was removed. The customer's blood glucose level was unknown. The product is not expected to return.